Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was dry. There was no fluid in the lens vial. There was no patient involvement. This occurred with 11 lenses. This report references lens 11 of 11. Reference MDR #1313525-2015-00531 for lens 1 of 11. Reference MDR #1313525-00532 for lens 2 of 11. Reference MDR #1313525-2015-00533 for lens 3 of 11. Reference MDR #1313525-2015-00534 for lens 4 of 11. Reference MDR #1313525-2015-00535 for lens 5 of 11. Reference MDR #1313525-2015-00536 for lens 6 of 11. Reference MDR #1313525-2015-00537 for lens 7 of 11. Reference MDR #1313525-2015-00538 for lens 8 of 11. Reference #1313525-2015-00539 for lens 9 of 11. Reference MDR #1313525-2015-00540 for lens 10 of 11.